Event description:
It was reported that during the internal carotid artery aneurysm procedure, the subject stent came off its re-sheath pad and deployed prematurely inside the microcatheter. Physician re-captured the subject stent using the distal access catheter and removed it from patient' anatomy. The physician replaced the microcatheter and stent with new devices to complete the procedure. There were no clinical consequences to the patient.

Event description:
It was reported that during the internal carotid artery aneurysm procedure, the subject stent came off its re-sheath pad and deployed prematurely inside the microcatheter. Physician re-captured the subject stent using the distal access catheter and removed it from patient' anatomy. The physician replaced the microcatheter and stent with new devices to complete the procedure. There were no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported ¿stent deployed prematurely during use¿.